Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, lot #: 16744667, description: next generation anchor kit-sterile. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had pain overlying the ipg with palpable scarring. It was also reported that the patient had focal pain cephalad and lateral to the anchor site. Fluoroscopy images and exam suggested this was muscular at a junction in the region of the transverse process of the spine. The patient underwent an explant procedure. No device malfunction was suspected.